Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer could not connect to the software distribution network (sdn) .it was also reported that the power cord and stylus needed repair /replacement . The programmer was returned for analysis . There was no patient involvement reported.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer would not successfully download software updates from sdn and a software update error appeared. The hard drive was reconfigured, the software was reloaded and updated. Added power cord to programmer as it was missing. The stylus tip was separating from the main pen body however it was functional. The stylus was replaced and calibrated . There were broken tabs on the power cord door. The power cord bay was replaced. The printer drawer was missing a side latch; however, it was functional. The printer drawer was replaced. The device then passed all final and functional tests. If information is provided in the future, a supplemental report will be issued.